Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer was unable to charge the pump. Customer continued using the pump for insulin therapy. In addition, it was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 459 mg/dl. Customer was treated with intravenous saline and insulin, and was released from the ER 5 hours later with no permanent damage. The cause was unknown. Tandem technical support performed a system check on the pump and determined that the pump functioned as intended.